Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated with a green substance. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/26/2013 with the following findings: the prime history recorded large prime volume. The black box showed multiple occurrences of multiple attempts at load steps. Investigators performed pump rewind, load, and prime with no loss of prime. Investigators ran the load step with a cartridge set to 100 units and after the load the pump displayed 99 units. The force sensor calibration was out of specifications. The pump was opened and the force sensor from motor assembly was removed and the force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specifications. The display was found to be faded and pink. (B)(4).